Event description:
It was reported that during inspection at the stryker foreign subsidiary the black wire assembly and contact were burnt on the system 6 housing assembly. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is not being returned to the MFR for eval. The device is being investigated by a stryker foreign subsidiary. Eval results will be provided once the investigation details have been completed.